Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had foreign particles in its balloon. This was identified after the device was filled with an unspecified amount of piperacillin/tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured between february 23, 2015 and february 26, 2015. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) noted white particulate, approximately 0.40 mm in size, floating inside the fluid of the reservoir. The reported condition was verified. The particle was identified to be acrylic material via fourier transform infrared spectroscopy scanning. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.